Event description:
It was reported that a malfunction code was displayed. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the customer in resetting the pump, and instructed the customer to continue using the pump and to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.